Event description:
It was reported that the customer had a scratched display on the insulin pump. The customer blood glucose level was 98 mg/dl. Customer states the display is hard to see due to the scratches. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
All operating currents were within specification. No unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.